Event description:
A customer reported that the aspiration stopped during a cataract extraction procedure. The handpiece was exchanged but did not resolve the issue. The cassette was exchanged and the procedure was able to be completed with no harm to the pt.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The operator's manual provides the following in regard to loss of aspiration/suction issue: insufficient aspiration. Probable cause: loose blue luer fittings. Damaged o-ring (ultraflow I/a handpiece only). Clogged tip. Kinked or damaged tubing. Cracked blue fitting. Corrective action: reconnect securely. Inspect o-ring and replace, as necessary. Flush tip with sterile water or balanced said solution (bss) sterile irrigation solution. Retest. Replace tip. Retest. Check tubing and/or replace fluid management system (fms). Check fitting and/or replace fms. The root cause of the customer's complaint could not be determined as a sample was not returned. (B)(4).